Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-2019 through jul-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Additional initial reporter - (B)(6). E-mail address - (B)(6). Phone number - (B)(6). The device will not be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional reporter name: (B)(6). The device will not be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm. The customer reported that the alarm sounded twice. They hit the start key but did not use the iab fill key. It was confirmed that there was no blood or kinks in the helium tubing. There was no excess condensation and all connections were secured. The probability of the alarm being caused by one or a combination of clinical factors was discussed as there were no physical iab or console related issues. The patient was ventilated and on hypothermia protocol. There was no patient harm or adverse event reported.